Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that boluses he has delivered are not recording in the bolus history. The patient mentioned high and low blood glucose (bg) but stated that was documented previously and did not provide bg values during this contact. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: review of the black box and download history revealed no record of bolus near 7:00 pm on (B)(6) 2013 and no data in the black box from this time due to continued patient use. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was found to be delivering as intended and within specifications.